Event description:
It was reported that the healthcare professional performed the esophageal catheter procedure with easy intubation via left nares. Du ring extubation, the catheter would not come out through nose. It got stuck at the junction where the pressure sensors meet the white tube on the manometry probe (approximately 37.5cms). The catheter was tried to be extubated by all possible means like using excess jelly and different neck position. The doctor tried all means of pulling the probe out and patient safety was taken into account at all stages while extubation. The patient was very cooperative, tolerant and stable and kept calm. The doctor had no success getting the catheter out through nose and took a decision to take the probe out through mouth. Laryngoscope and magill forcep were used from crash trolley to pull the probe out through mouth. To take the probe out through mouth (as it was not coming out through nose), they have to cut the probe at the other end where it was attached to computer. Patient monitored and counselled afterwards. The patient was stable at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.